Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were telemetry issues and a device overdischarge was suspected. Antenna locate was used, with resulted in a power-on reset (por) condition displayed on the recharger, which then led to the normal recharging screen. It was noted that the device was ¿a little deeper¿ and the patient had a hard time charging, and only got four of eight coupling bars. It was reported that the last time the patient had charged the device was (B)(6) 2012. It was noted that the device would be charged to one quarter full and the por would be cleared. It was noted that the patient consistently tried to charge and turn on the device but wasn't able to. It was also reported that there was interference while communicating with the battery from the other implanted stimulator. It was noted that the stimulators were less than 6 inches from each other. No patient symptoms related to the event was reported. Two days later, it was reported that the por was already on the device, and antenna locate was used to find the best area to charge with the most coupling bars. The reporter stated that the patient was charging normally and would charge fully when she got home. Additional information reported that a patient was told that she needed to have a "trickle charge". The patient had a power-on-reset (por) message. The por was cleared and the patient turned her stimulation on. It was reported that the patient didn't realize that the battery still "runs out" when it was not used. It was stated that the implantable neurostimulator was "fully charged" at the time of the report. It was stated that the patient was unable to adjust their stimulation. It was noted that the patient did not have pain her right side, only on the left side. It was noted that the patient was unable to recharge their device. It was noted that an overdischarge was the suspected reason for the por message. It was noted that some of the patient's muscles had atrophied. It was also noted that it was so difficult for the patient to recharge that "it was to the point of painful". Follow up reported the patient received assistance from their doctor or representative and their concerns were resolved. Appointment dates were noted for (B)(6) 2013 with representative and over the phone with representative. Additional information was received from the patient. It was reported that manufacturer representatives (reps) had reset her implantable neurostimulator (ins) before. The patient called the manufacturer before and they walked her through this. The patient met with reps several times to reset the unit which worked. It was unknown when the ins was reset. The patient was implanted with two ins for failed back surgery syndrome. Information regarding this event was previously reported in MFR report #3007566237-2013-03685. Additional information received was reported in this MFR report as well MFR report #3007566237-2013-03685 for each of the patient's ins and device information was updated.